Event description:
During a laparoscopic cholecystectomy, the surgeon applied the endoscopic multiple clip applier and fired the device. The device did not fully fire which caused the clip to not release from the clip applier. A new clip was opened eliminating any harm or delay in pt care. FDA safety report ID# (B)(4).